Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to insufficiency, it was also learned that the patient expired in the operating room. In the operative report, it was noted that "there was posterior a-v groove dehiscence. A repair was attemted three times and was not successful, the patient expired."

Manufacturer narrative:
Device not returned.additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The patient also had another device explanted. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.